Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Sex, corrected data: previously submitted MDR indicated this information was unknown. It is now known. Date of event, corrected data: additional information was received stating that high impedance was observed in (B)(6) 2013. Implant date, corrected data: previously submitted MDR incorrectly reported that this information was not applicable. The information was unknown at the time and should have read ¿ni¿.

Event description:
Additional information was received stating that the vns patient was implanted in 2013. After several months, the patient¿s device showed high impedance in (B)(6) 2013. The patient¿s doctors disabled the patient¿s device but elected to not pursue surgery at the time. No known surgical interventions have occurred to date.

Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). It was reported that the patient would be referred for surgery. The patient denied any truma that may have caused or contributed to the high impedance. No x-rays were performed. Surgical intervention has not occurred to date.